Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient who was being implanted with an implantable neurostimulator (ins). It was reported that the patient was complaining of increased right foot pain during the implant procedure. The implant was aborted. The cause of the foot pain was not determined. No impedance values were taken during the procedure. The ins/leads were removed and discarded. No further complications were reported.